Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08766. It was reported that a burr stuck on rotawire occurred. The 90% stenosed target lesion was located at the moderately tortuous and severely calcified distal right coronary artery. A 1.25 mm rotalink¿ plus and a 325cm rotawire were selected for use. During ablation, it was noted that the rotawire was stuck inside the burr and might have kinked. Both devices were removed from the patient's body as a unit. The procedure was completed with another of the same burr and rotawire. No patient complications were reported.